Event description:
It was reported that on (B)(6) 2022 that the patient had presented to the clinic concerned for mobile power unit (mpu) alarms. In the clinic, the patient experienced connect power alarms while transferring to the power module to obtain waveforms. The patient was still connected to battery power on the black lead while the white lead was on wall power. After reconnecting the white lead to battery power it was attempted to switch the black lead to wall power but the connect power alarm reoccurred. The patient was successfully connected to the power module with the use of an ungrounded cable. Log file review confirmed several odd low power advisories and power cable disconnect alarms while on wall power, and it was recommended to exchange the controller. The patient's controller was exchanged, and as of (B)(6) 2022 there had been no further alarms. Related manufacturer's reports regarding mpus: 2916596-2022-00963, 2916596-2022-01936.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed via review of the log files and product testing. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days ((B)(6) 2022 per timestamp). Atypical power cable disconnect alarms coincident with rsoc invalid faults were active on (B)(6) 2022 from 07:04:18. The alarms occurred on both power cables and cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. Another log file was downloaded for review. A review of the submitted log files showed (B)(4) spanning approximately 2 days ((B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. Atypical power cable disconnect alarms coincident with rsoc invalid faults were intermittently active on (B)(6) 2022 from 06:37:18 ¿ 09:08:58. The alarms occurred on both power cables and cleared shortly after activating. The driveline was disconnected on (B)(6) 2022 at 11:06:27 and the controller was shut down at 11:06:46. There were no other notable alarms active in the log file. Pump operation as not affected while the driveline was connected. The system controller did not pass initial testing due to power cable disconnect alarms active when connecting the driveline. The power cables were found to have bite marks on the black power cable. The power cables underwent continuity testing and passed; however, the power cables did not pass insulation testing. The power cables were cut open to inspect the condition of the underlying layers and the red (motor voltage out), brown (battery gauge), and black (negative power line) wires were found to be damaged. The exposed wires were shorting to the shielding, causing the atypical alarms. The power cables were replaced with test power cables and the controller was then retested. The controller was able to operate a mock loop and function as intended following the power cable exchange. The root cause of the reported event was conclusively determined to be caused by damaged power cables. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and were found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.